Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Subluxation anterior; subluxation of prosthesis anteriorly on the axillary view with superior humeral migration on the static and dynamic resulting in revision to reverse shoulder arthroplasty on (B)(6) 2014.